Manufacturer narrative:
(B)(4). Date sent: 02/10/2023. D4: batch # 892a17 investigation summary: the product was returned to cincinnati for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and without the anvil. All staples were present. The battery was returned with the device and was visually inspected. No apparent damage was found on the returned battery. A test battery was inserted into the device, however the device backlight did not illuminate. Due to the reported condition of the device not firing, the outer shrouds were disassembled and the internal components were reviewed. With the battery installed it was noted that tilting the battery caused the backlight to illuminate. Therefore, the team decided to review dimensions on the bulkhead contact portion of the wire harness assembly (wha). An out of tolerance condition was observed on the right bulkhead contact of the complaint device. This out of tolerance condition did not allow the battery to come into contact with the bulkhead contacts of the device, and therefore no power was supplied to the device. Analysis could not determine the cause of the out of tolerance condition noted on the right bulkhead contact. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the damage to the bulkhead contact the would not fire issue reported is confirmed. A manufacturing record evaluation was performed for the finished device batch number 892a17, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the device was used on the rs of the rectum. There was no problem in tightening the adjusting knob. The anvil was not replaced when replacing the device. Additional cut was performed on the target tissue, and colostomy was not performed. The patient is stable after the operation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic procedure, the firing stop during anastomose. The green check mark was not illuminated. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 01/05/2023. D4: batch # unknown.